Event description:
The polyurethane coating was sheared from the guidewire during a diagnostic procedure. The user facility confirmed that a metal entry needle was used during the procedure and the user is aware that the needle is not recommended for use with this wire. The physician confirmed that no material from the wire came off inside the pt and that there were no pt injuries or complications associated with this event.